Manufacturer narrative:
The reported events of failure to sense and failure to capture were not confirmed. A complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead failed to sense r waves and failed to capture. The rv lead was not used and replaced on (B)(6) 2025. There were no patient consequences.